Event description:
The customer reported that the housing on her pump in style transformer was damaged exposing the underlying electronics.

Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, the customer indicated that the housing for their transformer was damaged exposing underlying electronics. There was not a report of spark, flame or fire. The customer indicated that the transformer would be returned, however, on the date of this report the product was not rec'd. Should the original product be rec'd, resulting in new, changed or corrected info, a f/u report will be filed at that time. This issue with the damaged transformer housing for the pump in style device was adpressed in investigation ir12-0037. The investigation found that the transformers are being damaged during shipment from the MFR to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and forseeable misuse. The packaging used by the MFR to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping.